Event description:
The customer reported that her olympus hd autoclavable camera head was not displaying an image during preparation for a therapeutic urology cystoscopy procedure. According to the initial reporter, the image was lost within 5 seconds of starting the subject device. The staff attempted to remove and re-insert the camera connection plug to the tower, but the screen remained black. Reportedly, a second device was used to continue the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. The subject device was not producing an image due the cable having twists and kinks in multiple locations. Consequently, whenever the cable was moved, the image would go out. It was also noted that the cable boot was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.